Event description:
The customer reported falsely elevated total beta human chorionic gonadotrophin (tbhcg) result, for one patient, involving the unicel® dxi 800 access® immunoassay system. An initial of 26.88 miu/l was obtained and released out of the laboratory. The sample was reflexed to repeat and a reflex value of 4.43 miu/l was obtained. The customer then retested the patient's sample on an alternate access® 2 system and obtained a lower result of 1.3 miu/l, within the normal reference range of the assay. There was no report of patient injury or change in patient treatment associated with this event. A corrected report was issued to the physician. The customer stated the report was corrected before the physician had seen the initial value. The patient's sample was collected in plastic separation tubes (pst) and centrifuged at 3,200 rpm (rotations per minute) for 15 minutes, at room temperature. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) performed a carryover test which passed but the relative light units (rlu's) for the sample probe was elevated (closed to the maximum value). The fse replaced the sample probe and re-tested carryover test which passed with acceptable rlu's. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware, associated with the sample probe, is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.